Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges the had unspecified injuries and the patient underwent revision surgery. There was no specific reason provided for the revision surgery and no medical records have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel( device #1). An additional emdr was submitted to represent the bard/davol perfix plug( device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex st. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 or (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch(device #1), an unspecified bard/davol perfix plug(device #2) or an unspecified bard/davol ventralex st. On (B)(6) 2010 and (B)(6) 2013: the patient had unspecified injuries and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch (device #1) and the perfix plug(device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿